Manufacturer narrative:
A medtronic representative following up at the site was unable to replicate the issue. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ent procedure, the camera was intermittently tracking and seems to be powering on/off rapidly. The camera was not beeping or making audible noise. To trouble-shoot, checked cable connections. The intermittent tracking began after the patient registration was successful. The surgeon discontinued the use of navigation and completed the procedure. There was no impact on patient outcome.